Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 19mmol/l with moderate ketones and was treated by a healthcare provider associated with an audio tone/vibration issue. The patient was reportedly treated by insulin via injection and remained on the pump. The reporter stated that on (B)(6) 2017 the pump alarmed for call service 064 at 11:56 pm per review of the alarm history, however the pump did not provide an audible alarm so the user was unaware of the alarm. Due to the user being unaware of the alarm, the reporter stated that the unconfirmed alarm drained the battery and the pump powered off during the night. The reporter confirmed that the pump did provide audible tones and vibrations when the battery was changed. All sounds and vibrations were confirmed to be functioning normally after the battery was changed and the pump was powered back on. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with the pump not providing an audible sound for an appropriately emitted alarm, leading to disruption of insulin delivery.